Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned the alinity sample pipettor probe. The module function was verified with a control/precision run. A review of instrument service history for serial number (B)(6) revealed no subsequent reports of false elevated stat troponin-I results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alinity sample pipettor probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity sample pipettor probe was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: the initial test result was 60.3 pg/ml, and retest result at mindray was 8.2 pg/ml (customer¿s reference range is < 26.2 pg/ml). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: the initial test result was 60.3 pg/ml, and retest result at mindray was 8.2 pg/ml (customer¿s reference range is < 26.2 pg/ml). There was no reported impact to patient management.